Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to a shared care center due to intermittent unspecified alarms over the last 3-4 weeks. It was noted that the patient received a red heart alarm on the night prior to presenting to the center. There was no reported adverse patient impact. Device interrogation revealed low speed advisories and pump stops on (B)(6) 2015. The manufacturer¿s technical service representative reviewed the provided event log and confirmed the events which appeared to be occurring only when the patient was connected to the power module patient cable. It was suspected that there may be a damaged wire in the percutaneous lead. A percutaneous lead evaluation was performed on (B)(6) 2015. A continuity test did not reveal any broken wires. The entire length of the percutaneous lead was replaced with no issues. After the repair, the alarms did not recur when connected to a grounded power module patient cable.

Manufacturer narrative:
Approximate age of device - 3 years, 6 months. The reported low speed operations and motor stops were confirmed per a log file evaluation. Fatigue damage to the percutaneous lead was confirmed based on the evaluation of the returned portion of the percutaneous lead. Rescue tape was present from approximately 2 inches to approximately 6 inches from the metal connector. Damage to the silicone sleeve was identified underneath the rescue tape. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. Breakdown of the metal shielding was identified near the metal connector and approximately 2.5 inches from the metal connector. Visual inspection identified a breach near the metal connector on the black and brown wires. The damage appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location. As a result of the damage, the underlying brown and black wire conductors was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of the wires contacting the braided shielding when the device was supported by the power module. The patient remains on lvad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event. Placeholder.